Event description:
This is a report of a colleague infusion pump with a bad display. The reported condition occurred during upon power up in the general patient ward. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display was confirmed during product evaluation. No assignable cause was provided due to customer denial of the cost of the repair estimate. Therefore, no repairs were made to this pump and it was returned un-repaired to the customer. This device is a remediated colleague pump with a user interface module software version of 6.13.90.